Event description:
It was reported that the patient had a staph infection after implantation of their implantable neurostimulator (ins) system which was then removed in early (B)(6) 2014. It was noted that the patient had to wait for 90 days before being implanted again in (B)(6) 2015. Follow up information received from the healthcare professional (hcp) reported that the onset of the infection (location at the device pocket) was approximately(B)(6) 2014. It was noted that perioperative antibiotics were administered and that the patient did not have meningitis. Cultures of the ins device pocket grew (B)(6). The patient had symptoms of redness and drainage. Treatments included administration of oral antibiotics and total device system explantation. The outcome was reported as infection resolved. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4); product type lead. (B)(6).